Event description:
Ilr [implanted loop recorder] carelink issue failed export alert transmission which was not able to be manually exported resulting in failure for data to get to emr [electronic medical record]. Carelink¿s failure to generate or send clinically significant reports for patients with implantable cardiac devices for remote monitoring puts patients at risk for harm, including death. Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter). Manufacturer response for implantable loop recorder, linq ii (per site reporter).